Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an infection at the implantable neurostimulator (ins) and experienced redness, swelling, drainage and warm to the site. The patient reported 8-10 days before they removed the device on (B)(6) she started to have symptoms. The patient was treated with IV and oral antibiotics. The patient narrated that in (B)(6) the incision had some blood and had it removed on (B)(6). One was on (B)(6) and one started on (B)(6). (B)(6) patient went to the hospital to the ER and they put her on and IV drip of antibiotics. The patient had another treatment of IV drip on (B)(6). The patient saw the health care provider on (B)(6) and he stated they should remove it and was removed the next day on (B)(6). The patient started a wound vac on (B)(6) after they removed the device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.